Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit did not cycle, just continued to "gave volume". Patient involvement is unknown.

Manufacturer narrative:
Additional information: b5 and h6 - health effects codes.

Event description:
Additional information was received: no patient injury.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received with a cracked battery door, the front panel contained minor bending at the top right, and the input manifold shifts on the bottom chassis. The input/output label was damaged but patient outlet connector is not loose. Per functional testing, continuous flow was present. The complaint was confirmed. The root cause was the manifold assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device is scheduled for repair and will be returned to service upon successful completion of repair activities.